Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/23/2010 by mail. A completed questionnaire was received on 04/07/2010. (B) (4). (B) (4).

Event description:
Adverse event(s): "pt did not get injured" (no consequence or impact to pt). Product problem(s): "cracked" (crack [iol (intraocular lens) implant]). A nurse reported that the intraocular lens (iol) was visibly cracked once in the eye during implant surgery. The nurse stated that it must have happened during insertion. The iol was removed and replaced during the same procedure. The nurse reported that the pt did not get injured.